Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s therapy was not working, and they were going to the bathroom every little bit in the last week. The patient stated they would like to adjust their settings, and had not taken any action prior to the call. Syncing with the programmer showed stimulation was on at 0.8v on program 3. The patient increased to 1.0v and was feeling stimulation in the correct location, comfortably. The patient reported that the change in therapy was sudden. The patient was redirected to their healthcare provider if the problem did not resolve. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.